Event description:
The customer stated that a false positive alinity I stat high sensitive troponin-I result of 1520 pg/ml was generated for a 3 year old patient on (B)(6) 2023 at 5:00 p.m. The patient was redrawn on (B)(6) 2023 at 8:00 a.m. And the result was negative. The sample from (B)(6) was retested and the result was negative. The sample was retested 10 times with all negative results. No exact values for the negative results were provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 43201ud00 was identified.